Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post-implant, loss of capture was observed on the right ventricular (rv) channel. An x-ray taken showed the rv lead had dislodged from its original implant location. Surgical intervention was performed and the physician attempted to reposition the rv lead but was unable to as the helix mechanism did not work properly. The rv lead was explanted and replaced and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.